Manufacturer narrative:
H6. Codes: updated. Device evaluation: unable to confirm complaint due to the device not being returned. Based on the information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. A service history could not be performed as the reported serial number is not a valid serial number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that chambers left side 250 mmm. Level 1 calibration for left side is not accurate. It is unknown if the device is available for investigation. There were unknown harm or adverse events reported as a result of the event.